Manufacturer narrative:
The following devices were also listed in this report: unknown bushing; cat# unknown; lot# unknown. Mrh axle; cat# 6481-2-120; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that surgeon amputated patients' right knee due to chronic infection. Surgeon stated this was not the result of the implants, and rather was the result of patients' biology.